Event description:
Pt with bard port implanted port, had venogram which revealed catheter fracture at separation of catheter ends by about 2cm. Catheter was removed. Distal portion in x-ray and upper portion removed in or and new device implanted.